Manufacturer narrative:
Continuation of d10: product ID: a820, lot# serial# unknown, product type: software. Product ID: hh9020tdd, lot# serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. Boluses per day: 6. The indication for use was non-malignant pain. The patient reported that the process of activating the ptm (personal therapy manager) takes a long time to connect to the pump. The patient stated that sometimes it takes up to 3 minutes to connect to the pump and sometimes they have to move the communicator. The patient stated they have to retry and reboot the handset. The agent assisted the patient with clearing data on the handset and the patient confirmed they were able to connect with the implant. The troubleshooting steps that were taken on the call resolved the issue.